Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the augmentation of the cardiosave intra-aortic balloon pump (iabp) unit is not constant. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
(Type of investigation, investigation findings and investigation conclusions), h10 additional information: event site postal code:(B)(6). A getinge field service engineer (fse) check the cardiosave with the balloon and no issue was found. . As request by user, fse check the cardiosave with the balloon and no issue was found. Unit safe for use and checklist attached.

Event description:
N/a